Event description:
I would be grateful if the FDA, can, is willing, to investigate a failed medtronic stent graft repair surgery done at (B)(6) hospital, in (B)(6) on (B)(6) 2012, the doctors involved told me there is no FDA review of investigation. I was told by the lead surgeon, dr. (B)(6), who did the repair and the medical group of colleagues, this was a complication, only one doctor gave me an indication that it probably wasn't done right from the start. Stent failures are caused by certain conditions, improper sizing, improper diameter and length, improper placement, structural integrity of a combination of those and other factors. I feel this network group of hmo doctors protect themselves from these mistakes by stonewalling the patient, if they can just sweep it under the carpet. Best policy from a liability viewpoint. I feel they act with impunity, this repair procedure caused immense collateral damage to me and they just walk away. They say they want to help, their actions to date are to the contrary, their promises are clearly unfounded and unwilling to help to find the best options or what can be done to fix the compressed stent. To add insult to injury, dr. (B)(6) who did the repair knew from the post surgery, a CT scan on (B)(6) 2012 showed the medtronic stent was compromised but did not disclose this to the patient until our meeting (B)(6) 2016 and neglected to monitor and follow up with exams and procedures after the surgery. Sometime around (B)(6) 2015, the left iliac side stent finally and completely compressed, cutting off the main blood flow to the left femoral artery in my left leg. I had a CT-angiogram on (B)(6) 2015 showing the complete physical collapse of the left iliac stent, again it was not until I insisted, how and why, that he disclosed this information to me on (B)(6) 2015, five weeks after the fact, although he knew on (B)(6) 2015 that the left stent was completely compressed. Dr. (B)(6) told me on (B)(6) 2016 the right side stent won out over the left side! Unbelievable from a once trusted surgeon who told me these stents last forever! Installed stent graft, date: (B)(6) 2012 medical device ID: (B)(4) medtronic - endurant abdominal stent graft serial #: (B)(4), model #: enbf2516c124e (main y stent) serial #: (B)(4), model #: enlw1620c93e ,(extension) serial #: (B)(4), model #: enlw1616c124e, (extension) serial #: (B)(4), model #: enlw1616c124e, (extension). Should you require further information for your possible review or investigation including my documents from meetings with the doctors and their response, please feel free to contact me. Thank you for any help and feedback, hopefully future awareness and precautions will be disclosed to patients. Sincerely, (B)(6). (B)(6) aneurysm repair, dr. (B)(6), surgery installing coil in artery, dr. (B)(6) surgery iliac aneurysm repair, installing medtronic stent graft (B)(6) 2015.